Event description:
A user facility reported to olympus that an error "b30" occurred during use with a scope. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac) via the phone, the device was displaying a b30 scope communication error when being used with one scope. The customer reported that the scope would be sent in as it was the only one with the issue. Upon follow up with the customer, the customer reported that the scope had been previously repaired for this issue. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record (DHR) was unable to be reviewed for this device however, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation and because the subject device was not returned, a definitive root cause could not be determined. However, the facility reported that the phenomenon was attributed to the scope. Olympus will continue to monitor field performance for this device.